Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly found unconscious on the bathroom floor by his roommate, who reported that the lifevest was alerting to give the patient CPR. Ems was called and CPR was initiated. Per review of patient's ECG recordings, the patient was in sinus rhythm at 90 bpm degrading to vt from 150 bpm to 160 bpm slowing to vt at 110 bpm with a variable heart rate and motion artifact. The rhythm then transitioned to an idioventricular rhythm at 50 bpm with a brief pause, transitioning to an idioventricular rhythm from 30 bpm slowing to an idioventricular rhythm at 20 bpm degrading to asystole with motion artifact from approximately 07:16:00 until the electrode belt was disconnected at 07:50:04 on (B)(6) 2019. The patient was in vt for approximately one minute before degrading to asystole. The vt dropped below the treatment threshold of 150 bpm, and motion artifact was present, preventing the lifevest from delivering a treatment. There is no indication of any device malfunction that caused or contributed to the patient's passing. The patient's equipment was returned and was found to be fully functional.